Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients did not appear on the station because there were too many patients in the system. A technical support specialist (tss) reviewed the station remote smart service page and retrieved the med application debug logs, which showed the message indicating that the patient summaries cache had not loaded because the active encounter key count exceeded the maximum limit of 300. Tss advised the customer to reassign units by creating a new area and redistributing some units and also recommended enabling auto-discharge duration for the affected units. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that patients did not appear on the c.acute station. When "all patients" was selected, the system displayed a "too many patients" message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.